Manufacturer narrative:
The t:slim x2 basal iq user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined a system check with tandem technical support. Customer changed supplies to address the occlusion alarms. Customer reported using supplies for three days, and use of apidra insulin before switching to humalog insulin. Tandem customer technical support informed customer that is off-label per the user guide. Customer reported blood glucose level was within target range.